Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Proposed component code: mechanical (g04) stem. Reported event was confirmed by review of medical records. Radiographic images were provided and reviewed by a health care professional. Review of the available records identified the following: significant radiolucency is seen along the femoral stem at the cement hardware interface. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown oss femoral; unknown oss diaphyseal segment; unknown oss yoke; unknown oss axle; unkown oss tibial tray; unknow oss tibial insert. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee procedure. Subsequently, patient was revised due to loosening of the femoral stem. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.